Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported encountering a button issue in which it "does not respond easy" and was issued a replacement. Due to a delivery issue, the customer did not have a device to monitor glucose and experienced sweating, and lost consciousness. The customer was treated with coca-cola and condensed milk provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.